Manufacturer narrative:
The device identified by the complaint information was not received for evaluation during the timeframe of this complaint investigation and a review of the suspect device was therefore not possible. It is acknowledged that every laser fiber manufactured by dmta is subject to a 100% inspection for visual and power performance which confirms each laser fiber is operating within specification prior to distribution. It is acknowledged that dornier laser fibers are fragile, and must be handled with care as instructed in the applicable instructions for use for laser fibers. It is acknowledged the likely root cause of the fiber break reported was a mechanical force placed on the fiber. No patient or operator impact was reported with information received for this complaint. No defects or inconsistencies with the laser fiber returned were noted upon evaluation of the complaint sample.

Event description:
On 9 december 2024 dmta quality was contacted regarding a holmium laser fiber which was reported to have broken. No patient impact was reported as a result of the complaint experience. The customer stated regarding the complaint, "h35 machine couldn't detect fiber when connected and fiber suddenly broke on its own intraoperatively."